Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with no tortuosity and 70% stenosis in the proximal superficial femoral artery. The armada 35 balloon catheter was prepped outside the anatomy prior to use using 50/50 contrast mix. The armada 35 was advanced to the target lesion and after inflation it was difficult to deflate the balloon. After several attempts holding negative pressure for less than 20 seconds, the balloon deflated. The patient outcome was good. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis as it was retained by the hospital. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot was performed and revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty.